Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer had requested an event log review. The event logs have been received and the eval is pending. A follow up report will be submitted with investigation results once the eval has been completed.

Event description:
The customer reported an over infusion of fentanyl which was programmed at 250 mcg/hr, stating there should have been a soft max alarm for anything over 200. They would like to know if there was an alarm and what were the keystrokes associated with it. No pt harm or medical intervention was reported. Although requested, no add'l info was provided.